Event description:
A patient in the ICU was connected to a rented continuous passive motion system (knee flex machine) when the device flexed beyond the programmed setting. It had been set to 60 degrees but went to approximately 110 degrees, which caused some degree of discomfort for the patient. The nurse immediately disconnected the patient from the device and sent it to biomedical engineering for confirmation of the malfunction. The problem was confirmed and will be sent back to the vendor for repair. The patient was not harmed by this problem .